Event description:
User reports discrepant hemoglobin results. Three pt examples provided, all repeat results using different methodology. Pt 1, 2008, initial result >20 g/dl, repeat 17.0 g/dl. Pt 2, at about 8 days later, initial result >20 g/dl, repeat 15.8 g/dl. Pt 3, the same day with pt 2, initial result 18.0 g/dl, repeat 15.7 g/dl. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.